Manufacturer narrative:
The technician found the CPR valve was sticking in the open position. The technician replaced the CPR valve to repair the bed.

Event description:
The account stated that the bed has a sticking CPR valve which is preventing the head section from rising.